Event description:
It was reported that during procedure on the user facility the sonopet tip melted. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during procedure on the user facility the sonopet tip melted. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device was discarded by customer.